Manufacturer narrative:
Up today (B)(6) 2016 the device is still implanted in the patient. Device still implanted.

Manufacturer narrative:
Up today june 29, 2016 the device is still implanted in the patient.

Manufacturer narrative:
Patient problem code: no code available. The patient suffered for a decrease of platelets count after an aortic valve replacement and required transfusions. No code available was detected. The device is still implanted and the patient is monitored. The patient in dialysis treatment already showed a low platelet counts before the avr (70000 microliter). Device still implanted.

Event description:
The manufacturer was notified on (B)(6) 2016 that during an aortic valve replacement a solo valve (model: art21smt) implanted. The implant n procedure was smoothly done and post-operative echo imaging showed no problems. Late at night on the same day, the hospital informed that decrease of the platelet count was significant. At this point, the platelet count was as low as around 10000/ul although 50 units of platelet concentrate had been transfused. On (B)(6) 2016, the patient's condition was updated as follows: a 70 units of platelet concentrate in total had been transfused. The platelet count was between 30000/ul and 50000/ul. Monitoring was being continued on the patient. The surgeon also observe that the patient has dialysis and the patient presented a low platelet count also before the solo valve was implanted (the platelets count was 70000/ul. The patient is still being monitored, nor further information provided. According to the doctor's view as of (B)(6), it was considered possible that the patient had some hematological disorder that could cause thrombocytopenia. However, such disorder has not been identified.